Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 425cc breast implant (l) and an unspecified mentor saline breast implant (r) and experienced deflation on the left side and device migration on the right side. As a result, the patient underwent removal and replacement with unspecified mentor saline breast implants on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
During evaluation of the sample it was observed to be intact. No additional anomalies were observed. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/21/2019, it was noticed that the device was a saline mentor smooth round moderate profile 425cc, catalog number 3501670, lot number 6813049 and was mistakenly submitted as an unknown mentor saline breast implant in the initial report submitted on 6/20/2019. The proper fields have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).